Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port had issues maintaining connection. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges. Furthermore, it was reported that the pump touchscreen was scratched leading to issues with the touchscreen. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.